Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophageal stent implantation procedure performed on (B)(6) 2021. During the procedure, the balloon burst during inflation. The procedure was completed with another cre wireguided dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results. A visual examination of the returned complaint device found that the balloon was torn longitudinally, which confirms the reported event of balloon burst. No damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, the interaction with scope or any other surface during the procedure could create friction on the balloon and caused the balloon to tear longitudinally. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophageal stent implantation procedure performed on (B)(6) 2021. During the procedure, the balloon burst during inflation. The procedure was completed with another cre wireguided dilation balloon. There were no patient complications reported as a result of this event.